Manufacturer narrative:
Unit passed displacement, and self tests. No pump error 53 was noted during testing; however, pump error 53 (filenumber = 32232, linenumber = 24582) is found in the pump history file due to a problem which requires hardware analysis. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.